Manufacturer narrative:
Update: regarding additional information received, the type of report was updated from a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the pump was explanted and replaced due to pump stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (1 mg/ml at 0.0699 mg/day) via an implantable infusion pump. The indication for use was spinal and lumbar pain. It was reported that multiple motor stalls and recoveries were seen during interrogation of the pump: (B)(6) 2019 - stall 8:43 and recovered at 10:24, (B)(6) 2019 - stall 5:21 pm and recovered at 5:38 pm, (B)(6) 2019 - stall 5:23 pm and recovered 6:44 pm, (B)(6) 2019 - stall 4:21 pm and recovered 4:47 pm, (B)(6) 2019 - stall 5:53 pm and recovered 10:10 pm, and (B)(6) 2019 - stall 7:08 am and recovered 9:07 am. It was noted that the patient had not had any magnetic imaging performed. The caller was redirected to follow up with the hcp to discuss pump replacement. The caller stated that the patient had increased back pain but that the patient would not experience any withdrawal because they had another pump implanted. No further complications have been reported as a result of this event.